Event description:
It was reported that during insertion in anesthesia, the md was unable to advance the guide wire through the raulerson syringe due to severe resistance. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through evaluation of a returned product sample. The customer provided one guide wire and one raulerson syringe. The guide wire was kinked at 2.5 cm from the j-tip at the distal end. There was also a slight bend at the 20 cm mark. The guide wire was found to be intact and within dimensional specifications. The guide wire as inserted through the syringe and a needle from lab inventory at multiple orientations and positions and was able to pass through without resistance each time. A review of manufacturing records did not yield any relevant findings. Based on the condition of the sample and the information reported, operational context caused or contributed to this event. No further action will be taken.